Event description:
The customer reported that during a procedure, the system shut down. It was not possible to switch the system back on. The pt had to be moved to another room.

Manufacturer narrative:
(B)(4). Method, results, conclusion: investigation is still ongoing on this event. When investigation is completed, a follow-up report will be sent to the FDA.